Event description:
An email complaint was received in which an unexpected application issue was reported with the abbott diabetes care (adc) application, in use with nothing phone 1 with android operating system version 13. The customer's freestyle librelinkup application was showing "unexpected application error" message. The caregiver was unsure whether the other user of the same account turned off their notifications or acknowledged the alert without taking action, and if this affected the main user's application. As a result, the caregiver was not notified via the linkup application of customer's glycemic status. The customer experienced hypoglycemia and loss of consciousness. This led them being taken to a hospital, where they were diagnosed with obstructive sleep apnea, reportedly resulted "brain damage" and received unspecified treatment by a healthcare professional (hcp). Hcp suspected that this might have been caused by the hypoglycemia, but they could not confirm a direct link. At the same time, they were unable to determine any other specific cause for the sleep apnea and "brain damage". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An email complaint was received in which an unexpected application issue was reported with the abbott diabetes care (adc) application, in use with nothing phone 1 with android operating system version 13 and unknown app version. The customer's freestyle librelinkup application was showing "unexpected application error" message. The caregiver was unsure whether the other user of the same account turned off their notifications or acknowledged the alert without taking action, and if this affected the main user's application. As a result, the caregiver was not notified via the linkup application of customer's glycemic status. The customer experienced hypoglycemia and loss of consciousness. This led them being taken to a hospital, where they were diagnosed with obstructive sleep apnea, reportedly resulted "brain damage" and received unspecified treatment by a healthcare professional (hcp). Hcp suspected that this might have been caused by the hypoglycemia, but they could not confirm a direct link. At the same time, they were unable to determine any other specific cause for the sleep apnea and "brain damage". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported complaint was investigated and determined that there were no issues with the customer's reported application that would have led to the complaint. The user reported specific question/concern with snoozing or dismissing of the alarms. The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.